Event description:
It was reported that the user experienced recurrent highs, lows, and occlusion alerts while using the ilet with a cartridge delivery set, with no visible damage or leaks noted and all infusion supplies subsequently changed. Symptoms included hyperglycemia up to 447 mg/dl, hypoglycemia down to 49 mg/dl, moderate ketones without illness, and soreness. Outcomes included blood glucose excursions outside 70¿180 mg/dl for approximately five hours, user-directed ketone action per plan, and no professional medical intervention or hospitalization; the user¿s spouse announced an additional meal as back-up therapy. Investigation included troubleshooting and education. Investigation of this case revealed an insulin occlusion was suspected without an identified specific cause. It was concluded that the cause of the hyperglycemia was unclear and that education and troubleshooting were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.